Event description:
A pharmacy technician called on behalf of a customer. She alleged the customer was getting different readings from her 4 contour meters. She could not provide exact readings, but gave an example that one contour read in the 200 mg/dl range, while the other read in the 100 mg/dl range. Depending on the actual readings, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The tech did not have any of the customer's products at the time of the call, so it was not possible to obtain that information. Customer service made several attempts to contact the customer after the initial call, but they were unable to speak to her. No product will be returned.

Manufacturer narrative:
The initial reporter did not have the products at the time of the call and customer service was unable to speak with the customer after calling several times so, it was not possible to get the product information or determine the 510(k) number or manufacture date. Contact information was also not provided for the initial reporter. Contact information for the customer is as follows: (B)(6).